Event description:
On (B)(6) 2009, the pt stated that he feels the infusion device is not delivering accurately when conducting a quick bolus. Pt confirmed the actual amounts were on the display and that he received the correct vibration confirmations. Pt states that during the scroll standard bolus he has never had elevated blood glucose levels before like those he has been having in the 250's mg/dl. Pt's normal blood glucose range is 80 mg/dl - 140 mg/dl. Pt states when his blood glucose would become elevated he would give himself add'l boluses. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested return of the suspect product for evaluation.